Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the manufacturer. The complaint file was not coded appropriately to alert a clinical customer advocate that the file needed an MDR. The error was found upon reviewing the database. In order to prevent this in the future, our process was changed to have the service personnel code the file before re-routing the device, so that customer advocacy will be the only group to be able to close the file. MDR reportability is assessed before a file is closed by customer advocacy. Re-education was provided to the appropriate personnel in the service dept via a standard work instruction.

Event description:
Pump came to the service dept for having false air-in-line alarms. No pt harm reported. In service, they found fluid ingress to the fingers/chamber. The pump was routed over to customer advocacy for investigation. The investigation showed residue on the pump fingers and occluder fingers. The residue was verified as not causing the occluder fingers to stick. Cardinal health has determined that a report of residue on the occluders is a potential malfunction. If the occluders were to stick, rate inaccuracies could occur.